Event description:
It was reported that this pacemaker was found to have reverted to a safety mode status. The device was noted to have recorded three error codes. Technical services (ts) recommended device replacement. Currently, this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker was found to have reverted to a safety mode status. The device was noted to have recorded three error codes. Technical services (ts) recommended device replacement. This device was then explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that brady therapy remained available. The device then communicated normally with the zoom programmer. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and reverted to normal operation. The device was put through and passed the returned products test. The cause of the memory inconsistency was not able to be determined through laboratory testing.

Event description:
It was reported that this pacemaker was found to have reverted to a safety mode status. The device was noted to have recorded three error codes. Technical services (ts) recommended device replacement. This device was then explanted and replaced. No additional adverse patient effects were reported.